Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) may have delivered an inappropriate shock for atrial fibrillation (af) with rapid ventricular response that was detected as ventricular fibrillation (vf). It was also noted that the right atrial (ra) lead exhibited frequent undersensing on stored electrograms (egm). The crt-d and the ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) may have delivered an inappropriate shock for atrial fibrillation (af) with rapid ventricular response that was detected as ventricular fibrillation (vf). It was also noted that the right atrial (ra) lead exhibited frequent undersensing on stored electrograms (egm). The crt-d and the ra lead remain in use. No further patient complications have been reported as a result of this event. It was further reported that the crt-d was explanted and replaced due to normal battery depletion.